Event description:
Information received by medtronic indicated insulin pump had software error detected error. Customer was able to clear the alarm. Customer reported that they did not receive a request to rewind pump. Self test was performed. Customer reported insulin pump passed the self test. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.